Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels, intermittent high blood glucose levels, and diabetic ketoacidosis. The cause for the reported issues was unknown. Reportedly, the customer required assistance addressing bg levels. Although requested, the customer declined to provide additional information and declined troubleshooting with tandem technical support.